Event description:
It was reported that, the user experienced persistent hyperglycemia after changing pump supplies and later discovered that the cartridge was not fully secured, as it fell out during troubleshooting. The user was using a cd infusion set. The agent advised replacement of all supplies, after which insulin delivery was successfully resumed following confirmation of insulin drops. The user experienced elevated blood glucose. Outcomes included restoration of insulin delivery and continued self-monitoring, with no alerts, alarms, or medical intervention reported. The investigation included troubleshooting and user education, with verification of insulin drops. The investigation revealed an infusion set and cartridge connection issue consistent with an incorrectly seated or incompletely twisted cartridge and an infusion set connection that was not properly attached. Based on previously established findings for similar reports, the cause was concluded to be user setup error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.